Event description:
It was reported by the biomed department that the intra-aortic balloon (iab) was prepped and inserted without event. The extension line tubing was going to be utilized, however, the injection cap broke off the line. As a result, the line was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.